Event description:
An impella cp device was inserted via the right femoral artery in a 54-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left main (lm) artery and left anterior descending (lad) artery. A hematoma was noted at the access site during the procedure. The physician placed a femstop to reduce the hematoma. A track ooze was also noted. The post-procedure outcome is unknown. Access site bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.